Manufacturer narrative:
The replaced processor board was available for investigation at manufacturer site. With this board the reported symptom of a ventilator failure could be reproduced. A nonfunctional diode (cr19) was found onboard inside the motor bride showing a short circuit causing a high motor current. In line with the log analysis the findings could be comprehended as on the reported date of event ((B)(6) 2017) entries were found that the motor voltage has dropped below the minimum value of 21v which is required for automatic ventilation. Furthermore entries were found which are logged in case the piston motor is too slow. The fabius has reacted as specified for the detected deviations by shutting down automatic ventilation accompanied by an audible and a visible "ventilator fail" message. In this case the user can switch to manual ventilation. The monitoring is still functional. As the fabius again failed after the processor board was replaced it seems to be obvious that the faulty diode onboard the processor board was not the root cause but just the consequence of an other failure. Therefore further components were replaced on-site and were sent to the manufacturer. During the analysis of the light barrier and the motor assembly including the spindle and incremental encoder no deviations from specification were found. Therefore it is plausible that a mechanical resistance inside the ventilator (e.g. Rolling diaphragm) has caused the high motor current and subsequently has led twice to the damage of the diode onboard the processor board. Corresponding instructions were defined for an on-site analysis and were forwarded but a feedback unfortunately was not received up to now. So finally an exact root cause could not be determined. No further similar complaint is known regarding a nonfunctional diode (cr19).

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the ventilator failed one half hour into a 2 hour medical procedure. There was no injury reported.